Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the patient underwent surgery and their implantable cardioverter defibrillator (ICD) experienced oversensing and electromagnetic interference due to the use of a cautery device. No intervention was done, the device was interrogated to stop the alerts. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.